Event description:
It was reported that during the procedure, the lead helix was retracted to relocate the right atrial (ra) lead but the lead would not move. Procedure continued by redeploying the helix and ra lead was implanted. The patient was stable throughout the procedure.